Event description:
It was reported that during a laparoscopic roux-en-y procedure, the two reloads being sent back misfired. They did not form a staple line to meet his expectations. There were no patient consequence.